Event description:
An altitude alarm was reported on a pump, with no adverse impact to the customer's blood glucose level. The customer had experienced this issue with the same pump model before, and confirmed they had followed all maintenance and precautionary measures to prevent the alarm. Technical support decided to replace the pump, as it was still under warranty. The customer was advised to use a manual injection method to ensure insulin delivery continued uninterrupted. They were instructed to place the pump in storage mode before returning it, and to send it back with a prepaid label within 10 days.